Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that cubie drawer 7 on the auxiliary device had failed multiple times. A field service engineer, swapped the drawer and reconfigured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, the device had drawer failure. The customer stated that there was no delay in accessing medication to patient since the medications are available in the second pyxis. There were no adverse events or injuries reported based on this incident.